Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the nc trek noted no blood or contrast visible. The balloon was returned tightly folded. The protective sheath was returned covering the balloon and the stylet was returned inserted through the tip. The hypotube had separated 1 mm distal to the distal end of the hub, underneath the strain relief tubing. The fracture faces were slightly ovaled as if kinked prior to separation. The strain relief tubing was bent at the location of the separated hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely that the hypotube was inadvertently handled, resulting in the separation as there was no damage noted to the hypotube or strain relief tubing during removal from the packaging, which suggests a product deficiency did not contribute to the reported difficulties. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that just as a guide wire was to be loaded into the nc trek, the hub separated. The device was not used on the patient. Another nc trek was used with no issue. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.